Event description:
Esophageal varices which recently bled requiring 10-12 units prbc's pt sent to the endo suite (hct-24.5, pt-2.0, ffp hanging) this pm for prophylactic esophageal banding of varices. On endoscopy, there was one small varix (grade ii) at gastro-esophageal junction at 1 o'clock, another small column at 3 o'clock in the mid-esophagus. Neither site was bleeding or had stigmata of recent bleed. During the attempt to band the distal varix, 2 bands were discharged, but failed to appropriately snare varix and some bleeding was noted. On attempting to remove the endoscope to assess the cap, resistance was noted. The endoscope was advanced into the stomach, wires were noted across the tip, water was flushed through the scope to dislodge any adherent bands. Again, resistance was noted on attempting to withdraw, then a pop felt and the scope withdrawn. The cap and 10cm of wire were missing. Doctor immediately replaced the scope to look for the cap, but could not identify it due to large amount of blood. Pt was electively intubated to protect airway, x-rays ordered to identify wires and pt sent back to medical intensive care unit for stabilization (systohic blood pressive in 70's) and plan to re-endoscope to remove wires if possible. On inspection of used banding kit, it appears there are no wires on the xcap; omly string and plastic. Pt suspects that the cap dislodged perpendicularly during endoscopy, scraped the varices and resulted in bleeding before becoming completely dislodged in the stomach. There was a failure of the boston scientific band ligator, with failure to deploy the bands and the dislodgement and loss of the banding device. Pt had rebled as a consequence to the failure attempt at ligation.